Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The nc trek device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a heavily calcified, chronic total occlusion in the proximal left circumflex (lcx). Pre-dilation of the lesion was performed and the 2.5 x 23 mm xience prime stent delivery system (sds) was advanced, but after several attempts were made was unable to cross. The xience prime sds was retracted from the anatomy and it was observed that some of the middle struts of the stent were flared. A new same size, same lot number xience prime sds was advanced; however, after several attempts were made, also failed to cross. During the failed attempts to cross the proximal shaft separated. Another unspecified sds was used successfully for the case. A 3.0 x 8 mm nc trek was advanced in an attempt to complete post-dilatation; however, the proximal shaft separated during the failed attempts to cross. The procedure was ended. The patient's outcome was satisfactory. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the heavily calcified, chronic total occlusion resulting in the reported failure to advance. Manipulation of the device resulted in the reported shaft detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.